Manufacturer narrative:
Catalog number - the correct catalog number is 14324_97. (B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The bi was incubated for 19.5 hours. The chemical indicator (ci) changed color correctly. The previous and subsequent bi results were both negative. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 02/01/2017 to 04/20/2017 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact on safety is "low." One suspect bi was received. The ci disc is yellow, the cap is pressed down, the vial is crushed, and there is yellow media in the vial with which to confirm the suspected positive result. The bi was disassembled, the following was found: one tyvek liner, glass ampoule shards, and one spore disc. There are no punctures observed on the plastic vial or tyvek® liner that would be consistent with a false positive from external contamination. No manufacturing related anomalies observed. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. Also, no damage or leakage was observed with the retains after processing. The assignable cause is not verified. It is unlikely that the suspected positive bi was caused by a manufacturing issue since the retains product and unused RMA met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and trending analysis by lot revealed trending was not exceeded. Additionally, the complaint bi was observed with yellow media indicating positive growth; no manufacturing anomalies were observed in the returned suspect bi that would contribute to a positive bi result. An issue with sterrad® performance is also unlikely since the cycle passed and the customer indicated that subsequent bis were negative for growth. The cyclesure® retains and unused RMA met functional specification. The issue will continue to be tracked and trended.

Manufacturer narrative:
Visual analysis performed indicates thirteen bis were received. Twelve are new, unused: red ci discs, purple media ampoules intact, caps not pressed down, and plastic vials not crushed. One bi with red ci disc, broken media ampoule with no media, cap not pressed down, and plastic vial not crushed.